Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01784. It was reported that thrombosis occurred and the patient expired. The patient presented with an st elevated myocardial infarction. A synergy¿ stent was placed in the left anterior descending artery and another in the right coronary artery. The procedure went fine and there were "no defects of the stent." However, during transfer to the ICU, stent thrombosis occurred and the patient passed away.